Manufacturer narrative:
(B)(4) ¿ surgical procedure; absorption problem occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an open abdominal surgical procedure on an unknown date and suture was used. Months/years following the procedure, the patient experienced absorption problems and underwent surgery to remove the suture. Additional information has been requested.